Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jul-2020, mentor received additional information regarding the patient's symptom, condition of the suspected medical device, and replacement devices. The patient experienced right-sided grade 4 capsular contracture. Initially, MRI indicated bilateral rupture. However, upon explantation, the right-sided device was found to be intact. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog#: 3503001bc, right serial#: (B)(6), left serial#: (B)(6). The relevant fields have been updated. Reason for device explant and / or reoperation: suspected rupture, capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 275cc mentor memorygel breast implant (right) and an unspecified mentor gel implant and experienced postoperative bilateral rupture. The ruptures were visualized via MRI performed on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the right prosthesis.